Event description:
As reported by u.s. Food & drug administration regulatory authority (mw5152567), the reported called to report that he received a letter from exactech notifying him that both of his shoulder implants may be subject to product quality issues that may pose health risks. Reporter had both equinoxe shoulder prosthesis replaces in 2021 (right shoulder and left shoulder). Both of his shoulders were initially implanted with exactech equinoxe systems in 2019. Patient¿s left shoulder became infected approximately one month from first surgery starting with a burning sensation and required medication. Patient present shoulders systems includes a reverse configuration in his right shoulder and standard configuration on his left shoulder. Patient¿s left shoulder continues to have a burning sensation but presently with no infection. (Reference report mw5152566).

Manufacturer narrative:
Section d6: device exact implanted date not available; however, the device was implanted in 2019. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H10. Additional information- h6. Health effect - clinical code & investigation conclusions h3. Investigation results- there is no specific equinoxe device information provided. The cause of the patient¿s infection, subsequent revision, and burning sensation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. General surgical risk include- superficial or deep infection, and neurologic injury or neuropathy resulting in transient or permanent weakness, pain, and/or numbness. There is no information that the patient was revised to exactech devices in the procedure reported to be in (B)(6) 2021. The patient asked to remain confidential, there is no way to request additional information. These devices are used for treatment not diagnosis. There is no other information available.